Manufacturer narrative:
Date rec'd by MFR: 14mar2019. The customer reported that the issue had been resolved. The customer reported that the "vents are in proper working order". No further specific information was provided from the customer regarding how the issue was resolved. No parts were returned to philips for failure investigation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported failing air flow accuracy at 120 lpm rate; certifier measures 140 lmp. No patient/user harm reported; the unit was not in use. The event date was not specified; estimate used.